Event description:
It was reported that the patient experienced pain at the insertion site, prompting removal of the pod. Upon removal, the needle was found to have not retracted, indicating a needle mechanism failure. No impact to blood glucose levels was reported. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp2a.250605.031.a3.a166u1ues7czdg hardware: sm-a166u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.